Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified peroneal artery, via antegrade approach. The armada 14 balloon dilatation catheter was advanced to the leion without difficulty. The balloon was inflated 1 time to 12 atmospheres (atm) and a balloon rupture occurred. The device was removed without difficulty and no adverse patient effect occurred. There was no adverse patient effect and no clinically significant delay in the procedure. A second same device was used without issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.